Event description:
It was reported the patient had a catheter revision on (B)(6) 2013. The patient status at the time of the report was ¿alive- no injury.¿ the system was being used to deliver morphine at the time of the report. Additional information was requested but not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the catheter revision was due to fracture of spine.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).